Event description:
I have received the entire set of supartz knee injections. The last injection was on (B)(6) 2022. On (B)(6) 2022, I noticed severe back pain that started in the right side of my low back, thigh, knee, and shin. I immediately started icing the affected areas and taking tylenol and ketorolac tablets on top of my normal pain meds which include oxycontin, oxycodone, lyrica, diclofenac, and flexeril. None of these things seemed to help. I have been bedridden since. I called my doctor and started steroids on (B)(6) 2022. After 2 days of steroids, I was able to function somewhat better but later that day the pain began again and is back with vengeance. I am not able to walk to the bathroom or sit on the toilet for longer than about 30 seconds. The pain will start surging down my leg and it throbs and is stabbing. Like someone is stabbing me repeatedly in my low back, all the way down my leg. I have been in tears and have not been able to function to do the simplest activities. I am miserable and want to file a lawsuit at this point. This type of side effects should be listed on the medication and should be required to have the person getting this injection to know that there is a possibility that this type of thing can happen. Osteoarthritis.